Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however the outer insulation was breached cut, the helix was distorted/bent, apparent explant damage, and blood was noted on helix mechanism and proximal conductor (not obstructed); the full lead was returned in segments and analyzed.

Event description:
It was reported that the atrial lead impedance was greater than 2500 ohms and had fractured. It was also reported the atrial lead failed. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.